Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the third-party service center and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.